Manufacturer narrative:
The pipeline flex braid was returned for evaluation without its pushwire. The pipeline flex braid was returned detached from the pus hwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both end of the pipeline flex braid appeared to be fully opened and not damaged. Based on the analysis findings, the customer report of ¿failure to open at the distal end¿ could not be confirmed. The event cause could not be determined as both ends of the pipeline flex braid fully opened with no damage. Possible contributing factor includes patient tortuous anatomy. However, the customer reported that the patient's vessel tortuosity was normal. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ it could not be determined if the device met specifications as it was not returned. However, all products are 100% inspected for damages and irregularities during manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not received. Attempts have been made to obtain additional information, however, our attempts were unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after the pipeline flex (ped) was delivered via the microcatheter, the ped¿s distal tip failed to open. The device was prepared and used as stated in the instructions for use (IFU). No patient injury was alleged to have occurred.